Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer pulled the pump out of her bra prior to the button error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and battery tube threads.